Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon had a pinhole. The procedure was completed with a different model device. There were no patient complications reported as a result of this event.